Event description:
Patient representative reported ¿baker iii encapsulation bilaterally¿, ¿right breast was firm on palpation with a dense capsule¿, ¿noticeably larger implant volume present than [on the right compared to] the left¿, "some lateral displacement", "moderate ptosis bilaterally¿ and "rippling at the inframammary crease incision site¿. The reported event of "thinning of the subcutaneous tissue¿ has been deemed not related to the device. Affected side is right. The device status is unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker iii encapsulation ".